Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and was found to be in the coronary sinus. It was also noted that the right atrial (ra) lead exhibited high thresholds. The rv lead was programmed off and later both leads were explanted and replaced.